Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent a lumbar fusion procedure at l4-s1. At an unknown time post-op, it was reported that the rod was broken. Patient underwent a revision to remove the broken rod. No further details are known at this time.

Manufacturer narrative:
Analysis of the returned device shows that visual review confirms rod breakage. Mas crown and set screw rod interface witness marks noted on one side of the fracture. Location of fracture immediately adjacent to the tension/compression bending moment, as indicated by the set screw witness marks. Fracture surface examination identified a fairly flat fracture surface, with rays emanating from the area of crack propagation, followed mechanical overload of the rod. Dimensional inspection confirms conformance to print specification. Direction of fracture propagation and internal shear lip suggest bend stress overload.